Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedances of greater than 3000 ohms, noise and oversensing. At implant, the ra pacing impedance was around 787 ohms, the threshold was 3.5v at 1ms, and the amplitude was 3.1 mv. Two days later, however; the ra pacing impedance was greater than 3000 ohms and the threshold was 2.7v at 1ms. The lead was tested in unipolar, and the impedance continued to be greater than 3000 ohms. The pocket was opened, a tug test was performed, and no issues were noted. The lead was then tested with the pacing system analyzer (psa) and there was no capture and no impedance. The decision was made to explant this ra lead. During explant, it was noted the helix successfully retracted and a new ra lead was implanted. The patient had slight hypotension, but an echocardiogram revealed no issues. No additional adverse patient effects were reported.